Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples were evaluated by visual examination for cap assembly characteristics, and no issues were observed relating to decapping as samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode decapping. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor decapping complaints.

Event description:
It was reported during use of bd microtainer® pst¿ tubes with lh (lithium heparin), an unspecified number of caps are coming off during pneumatic tube transport. There was no health impact or consequences reported.

Event description:
It was reported during use of bd microtainer® pst¿ tubes with lh (lithium heparin), an unspecified number of caps are coming off during pneumatic tube transport. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.